Event description:
It was reported that during the final tightening, the crosslink nut sheared off. Although the implant was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification which might contribute to the reported event. Analysis of the returned product found damage consistent with over tightening of the adjustment screw.